Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck was 7 mm in length and 22 mm in diameter. It was reported that a jetting type IV endoleak was observed intra-operatively at the contralateral limbs. The heparin dose is unknown and the act value is 276. No intervention was performed. The physician will continue to monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), (cause of endoleak is unknown).